Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens rotated 50 degrees to 175 axis. The iol was originally placed at 125 degrees. There was 3 diopters of cylinder pre and post op. The patient had corneal edema at post op day one, but had died down at the one week follow up and the eye is quiet. Additional information was requested.